Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer also reported that the battery compartment and side of the insulin pump was cracked. The customer reported that the insulin pump had low battery alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severely broken battery tube threads. Unable to perform any testing or verify unexpected battery power loss due to blank display. Device also received with cracked case behind the device near the battery compartment.